Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), the first episode of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo the confirmation". The patient's past medical history included hypertension, migraine and low back pain. Concurrent conditions included headache, migraine, anxiety, uterine adhesions, polycystic ovaries, chronic cervicitis, itchy upper limbs, blood pressure increased, grand multiparity, adnexal mass and uterine bleeding. Concomitant products included lisinopril since 1999 and topiramate (topamax) since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping pain during menstrual cycle") and pelvic mass ("pelvic mass"). In (B)(6) 2012, the patient experienced medical device site mass ("enormous growth around the device"). On an unknown date, the patient experienced the second episode of abdominal pain lower ("lower left and right sided pain in stomach") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy,salpingectomy, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, pelvic mass, the last episode of abdominal pain lower, anaemia and medical device site mass had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, medical device site mass, menorrhagia, pelvic mass, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results: (B)(6) 2012 trans-vaginal ultrasound: there is a complex, multicystic mass that could arise from the right ovary that extends to the ml and into the it adnexa that measures approximately x7.5x6.4cm. Cannot exclude tube involvement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, pelvic mass, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New events abnormal bleeding (vaginal) and abnormal bleeding (menorrhagia) were added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), the first episode of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo the confirmation". The patient's medical history included hypertension, migraine and low back pain. Concurrent conditions included headache, migraine, anxiety, uterine adhesions, polycystic ovaries, chronic cervicitis, itchy upper limbs, blood pressure increased, grand multiparity, adnexal mass and uterine bleeding. Concomitant products included lisinopril since 1999 and topiramate (topamax) since 2012. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2009, the patient experienced the first episode of abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping pain during menstrual cycle") and pelvic mass ("pelvic mass"). In (B)(6) 2012, the patient experienced medical device site mass ("enormous growth around the device"). On an unknown date, the patient experienced the second episode of abdominal pain lower ("lower left and right sided pain in stomach") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy,salpingectomy, oophorectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, pelvic mass, the last episode of abdominal pain lower, anaemia and medical device site mass had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, medical device site mass, menorrhagia, pelvic mass, pelvic pain, vaginal haemorrhage, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2012: there is a complex, multicystic mass that could arise from the right ovary that extends to the ml and into the it adnexa that measures approximately x7.5x6.4cm. Cannot exclude tube involvement.. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, pelvic mass, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-apr-2019: quality safety evaluation of product technical compliant. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo the confirmation". The patient's past medical history included hypertension, migraine and low back pain. Concurrent conditions included headache, migraine and anxiety. Concomitant products included hydrocodone, lisinopril since 1999, rivaroxaban (xarelto) and topiramate (topamax) since 2012. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping pain during menstrual cycle") and pelvic mass ("pelvic mass"). In (B)(6) 2012, the patient experienced medical device site mass ("enormous growth around the device"). On an unknown date, the patient experienced abdominal pain upper ("lower left and right sided pain in stomach") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy was performed) and surgery (plaintiff underwent pelvic surgery.). Essure was removed in (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, pelvic mass, abdominal pain upper, anaemia and medical device site mass had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anaemia, dysmenorrhoea, genital haemorrhage, medical device site mass, pelvic mass and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2012 trans-vaginal ultrasound: there is a complex, multicystic mass that could arise from the right ovary that extends to the ml and into the it adnexa that measures approximately x7.5x6.4cm. Cannot exclude tube involvement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, pelvic mass, menorrhagia. Most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet- all relevant medical record, concurrent condition, concomitant medication were added. Events dysmenorrhea, pelvic mass, pelvic pain, abdominal pain upper, anemia, enormous growth around the device and device monitoring procedure not performed were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a 29-year-old female patient who had essure (batch no. 627759) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo the confirmation". The patient's past medical history included hypertension, migraine and low back pain. Concurrent conditions included headache, migraine, anxiety, uterine adhesions, polycystic ovaries, chronic cervicitis, itchy upper limbs, blood pressure increased, grand multiparity, adnexal mass and uterine bleeding. Concomitant products included hydrocodone, lisinopril since 1999, rivaroxaban (xarelto) and topiramate (topamax) since 2012. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramping pain during menstrual cycle") and pelvic mass ("pelvic mass"). In (B)(6) 2012, the patient experienced medical device site mass ("enormous growth around the device"). On an unknown date, the patient experienced abdominal pain upper ("lower left and right sided pain in stomach") and anaemia ("anemic"). The patient was treated with surgery (hysterectomy was performed) and surgery (in (B)(6) 2012, plaintiff underwent pelvic surgery.). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, genital haemorrhage, dysmenorrhoea, pelvic mass, abdominal pain upper, anaemia and medical device site mass had resolved. The reporter considered abdominal pain lower, abdominal pain upper, anaemia, dysmenorrhoea, genital haemorrhage, medical device site mass, pelvic mass and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2012 trans-vaginal ultrasound: there is a complex, multicystic mass that could arise from the right ovary that extends to the ml and into the it adnexa that measures approximately x7.5x6.4cm. Cannot exclude tube involvement. Concerning the injuries reported in this case, the following one/ones were reported via medical record confirming events pelvic pain, dysmenorrhea, pelvic mass, menorrhagia most recent follow-up information incorporated above includes: on 7-jun-2018: medical records received. Concomitant disease, lot number, reporter added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilization. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (in (B)(6) 2012, plaintiff underwent pelvic surgery.). At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.